Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0skvd, implanted: (B)(6) 2015, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the device stopped working. The patient planned to follow up with the healthcare professional (hcp). The patient noted the device stopped working (B)(6) 2016. The patient stated they went to see a healthcare professional (hcp) the week previous to the call and they were not sure if it was wires or the device not working. The patient stated there was 5-6 months left of the battery. The patient noted after 10 months of installation none of the work the wires work. The patient stated there was no stimulation when turned on. The patient stated the doctor was going to check the wires. The patient stated they increased to 1.5 v and turned it back down. The patient noted the manufacturer representative (rep) took all the way up and nothing. The patient noted she had always been at 0.90 v and it worked beautifully. The patient was at 0.90v and increased to 1.5v and felt nothing, and was worried it was too high so it was lowered. The patient noted it worked beautifully when it was working. Additional information from the patient reported the conclusion by the healthcare professional (hcp) reported the unit needed to be replaced. In order to resolve the device not working the patient went to their hcp and she hooked up her machine and checked everything, including all the wires, ect. The device only had about 5 months of battery left, which perplexed the hcp. The patient stated she could not feel stimulation even when the hcp took the unit to the highest amplitude. The patient stated the circumstances that led to the issue with the device not working was in (B)(6) they noticed they could not feel any stimulation, the patient noticed more symptoms that were normally corrected by the patient's interstim. The patient stated they went to turn up the unit, and went higher than a .05 increase, and they continued to go higher, but they felt nothing. The patient stated they turned it down to their normal level and called the hcp to make an appointment. The patient stated they had not had an accident, a fall or anything unusual happen lately. The patient stated the hcp asked them many questions about unusual circumstances, the but they patient noted nothing unusual had occurred. The patient stated the next day after hearing about their problem, their surgeon ordered a new surgery for a new interstim. The patient stated the hcp suggested they call the manufacturer to see if their 19 month old unit had some warranty coverage. The patient stated they now have to go through another surgery and endure the recovery process as well as the expense. The patient noted they were very disappointed that the unit had malfunctioned after only a year and a half. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.